Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
On (B)(6) 2016, it was reported that the physician's spare programming system was not working properly due to a suspected wand issue. Tc had performed troubleshooting by checking the 9 v battery in the wand, testing the usb cables by switching them and by swapping different components of the programming system with his own. Tc had isolated the issue to the wand and requested a replacement wand. No patients were impacted as this facility has a backup programming system. The wand and tablet serial cable were received on 6/20/2016. Analysis on the wand was completed and the reported "failure to program" allegation was not confirmed. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis is underway for the tablet serial cable but it has not been completed to date.